Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the devices were not communicating. A field service engineer (fse) addressed a network wireless fidelity (wi fi) certification issue by implementing the required wireless configuration per the knowledge article wireless connection only working when logged in as cfnadmin. The fse updated the settings and confirmed connectivity for the listed devices. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, sf-orpas 1, 3, 7, 8, 9, and orpascgu were not communicating. We tried rebooting the pyxis, but it was still not communicating. We requested the mac address and ip address for all hyde and oakland pas. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, sf-orpas 1, 3, 7, 8, 9, and orpascgu were not communicating. We tried rebooting the pyxis, but it was still not communicating. We requested the mac address and ip address for all hyde and oakland pas. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.